Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed through observation but did not reproduce a door not fully latched alarm which corresponds to the reported symptom of does not recognize a closed door. The door not fully latched alarm was caused by a loose link screw. The link screws were replaced.